Event description:
It was reported that during an interventional procedure in a heavily calcified/plaque right coronary artery, a large perforation occurred with an unspecified device. The physician planned on treating the perforation with two overlapping graftmaster stents. The first 3.0 x 12 mm graftmaster was advanced and met difficulty/resistance crossing the lesion due to the plaque but was ultimately successful and sealed the majority of the perforation. The second 3.0 x 12 mm graftmaster was advanced but was unable to cross the lesion due to the plaque. The device was removed from the patient anatomy without resistance. The remainder of the perforation was sealed with balloon inflation. There was no prolonged hospitalization related to the graftmaster devices. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.